Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00388, 2029214-2017-00389, 2029214-2017-00390, 2029214-2017-00391. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: onyx in treatment of large and giant cerebral aneurysms and arteriovenous malformations. Song dl1, leng b, zhou lf, gu yx, chen xc.chin med j (engl). 2004 dec;117(12):1869-72. Medtronic received report that patient #8 was diagnosed with a temporal/ occipital arteriovenous malformation (avm) with diameter of 65 mm and headaches. This patient was reported to have preservation of the microcatheter. There was report of long reflux (longer than 3 cm), which made part of the microcatheter to be left within the patient. The patient received a low molecular weight heparin for one week, no adverse events were observed at discharge. This avm was 40% occluded and need follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.